Manufacturer narrative:
Final device analysis reveals motor gear shaft wear.

Event description:
The hcp reported that the device was explanted after an implant duration of 64 months due to "battery depletion". The pump contained dilaudid, clonidine and baclofen. The device was replaced with a similar device. No pt symptoms or outcome were reported.